Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 380 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific received information that the left ventricular (lv) lead had been deactivated due to fracture, high impedance measurements, high threshold measurements and loss of capture. The cardiologist told the patient he had good heart function and a lead revision procedure was not required. The patient started to feel worse and received a second opinion. The second physician performed a lead revision and found several kinks and fractures. A portion of the lead was explanted and the distal portion was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
A portion of the lead will be returned. This report will be updated upon return and completion of analysis.